Event description:
During the treatment of a popliteal aneurysm, a gore viabahn endoprosthesis was advanced through an 8fr arrow sheath over an .035" 180cm rosen wire. During deployment, the device deployed approximately 1.5cm and then stopped. The device and sheath were removed. The guidewire was exchanged for a .035" amplanz wire and a new 8fr sheath was introduced. Three additional devices were successfully placed from below the knee popliteal artery to the proximal sfa without further incident. All diseased segments were covered with flow restored. The patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.